Event description:
It was reported that a patient with this pacemaker was admitted to the hospital experiencing bradycardia with a rate of 30 beats per minute. The hospital was unable to interrogate the device with a programmer or establish a magnet response. All lead measurements were found to be acceptable. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this device was performed. The device was noted to have no telemetry and a memory download could not be confirmed. The device was forwarded to detailed analysis for further investigation. High power visual inspection of the header and lead barrels noted no irregularities other than a hole in the ra seal plug. Seal ring marks indicate full insertion in all lead barrels and all setscrews moved freely. The pg case was removed and the battery voltage measured read 0.0 volts. The battery was removed from the circuit and after being connected to an external power supply, normal battery voltage was observed. The battery was noted to have a swollen appearance. The insulator tube was noted to have been pushed up above a bend on the tab. As the battery discharged, the tab made contact with the can causing an internal short.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this pacemaker was admitted to the hospital experiencing bradycardia with a rate of 30 beats per minute. The hospital was unable to interrogate the device with a programmer or establish a magnet response. All lead measurements were found to be acceptable. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.